Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump battery compartment was observed to be cracked above and below the bumper pad. The battery compartment was observed to have corrosion inside. During testing the pump was able to exercise for 24 hours without issues. A delivery accuracy test was performed and the pump was found to be delivering within specifications. A leak test was performed and found that the pump battery compartment was leaking. The pump cover was removed and no evidence of moisture damage was found.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 38 mg/dl with symptoms of unsteadiness, dizziness, blurred vision, confusion, and severe headache. The reporter indicated that the lows may have been associated with a crack in the pump battery compartment with evidence of moisture ingress. This report is made based on the allegation that the patient experienced hypoglycemia associated with damage to the product with moisture ingress.